Event description:
Subsequent to previously filed report, additional information was received: returned device analysis identified the needle tips were scratched. Follow up with the account could not confirm if the plunger had attempted to be deployed or not. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported plunger deployment issue was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when the footplate lever was opened, the plunger popped out of the proglide device [unintended motion]. As a result, no other deployment steps could be completed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to larger than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.